Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and observed the reported issue once during testing. The device had a blank display and restarted. After the reboot the device booted correctly and the reported issue could not be reproduced afterwards. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the display of their device remained blank and the device would restart. In this state, the device may not be able to provide therapy, if it were needed. There were no reports of patient use associated with the reported event.